Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The baseline age of the patients represented in the article is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: ¿second-generation cryoballoon ablation in the setting of left common pulmonary veins: procedural findings and clinical outcome.¿ heart rhythm 2017;14:1311¿1318. Http://dx.doi.org/10.1016/j.hrthm.2017.06.019.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon/mapping catheter: there were 22 patients who experienced transient phrenic nerve palsy (pnp); all of which recovered within one month. There were four (4) patients who had a femoral pseudoaneurysms, two (2) of which required surgery to repair. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/location of the cryoballoon/mapping catheter is unknown. No further patient complications have been reported as a result of this event.